Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating, a fluid loss in the device was reported, there was no fluid in the pump. The ipp was removed and replaced, while the existing reservoir was kept in the patient. No patient complications were reported.